Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy synthes mitek however it is not known if it will be received within the 30 day reporting requirement, therefore depuy synthes mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.

Event description:
Burn. During arthroscopy procedure (date unknown), the aspiration tubing got detached from the pump leading to hot solution flow on the patient who got burnt; the burn was treated with a skin graft. No more information would be provided by the surgeon.

Manufacturer narrative:
The complaint device is not being returned, therefore unavailable for a physical evaluation. The reported complaint could not be confirmed. A potential root cause could be that the user might have assembled the tubes improperly, without tightening the tubes. At this time, from the description provided, a definitive root cause cannot be determined. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Burn. During arthroscopy procedure (date unknown), the aspiration tubing got detached from the pump leading to hot solution flow on the patient who got burnt; the burn was treated with a skin graft. No more information would be provided by the surgeon. No futher imformation is available.